Manufacturer narrative:
Reported event: an event regarding a pka revision involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding patient revision from pka to tka. There were six other reported events for the listed catalog number. (B)(4). Conclusion: device inspection could not be performed, no session data was provided. Per the mps, "these are no longer available since the hard drives were removed from the mako system for upgrade". The device was not returned to the manufacturer.

Event description:
The surgeon completed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The surgeon had to revise a mako pf to a mako tka because the patient was experiencing pain.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon completed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The surgeon had to revise a mako pf to a mako tka because the patient was experiencing pain.